Manufacturer narrative:
Concomitant medical products; patient medications include but are not limited to: proventil (90 mcg); aspirin (81mg); lotensin (20mg); buspar (30mg) keflex (500mg). Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pxc201400/03467752, UDI: (B)(4). According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses; adverse events that may occur include, but are not limited to include: embolization (micro and macro) with transient or permanent ischemia a review of the manufacturing records for the device(s) is being conducted.

Event description:
On (B)(6) 2005, this patient underwent endovascular treatment for an infrarenal abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2019, follow-up computed tomography angiography (cta) indicated approximately 3cm growth of the left common iliac artery (lcia) distal to the implanted device in the lcia on the contralateral side. Seal was still evident in the proximal lcia. On (B)(6) 2019, the patient underwent reintervention and the left internal iliac artery was coiled and two additional gore® contralateral leg components were implanted to bridge and extend coverage from the level of the flow divider down to the left external iliac artery. The patient tolerated the procedure with no reported issues and is doing well.

Manufacturer narrative:
Code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.